Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on upload stopped and retry mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device upload was stopped, and device was in retry mode. A technical support specialist dialed into the station and checked station's data synchronization debug logs and found the retry error. The tss followed knowledge article "retry on tx.storageitemtransaction" to resolve the issue and confirmed with customer that the data synchronization debug logs now has shown "no variation". The system functioned as intended after the technical support specialist resolved the issue.